Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a sensation on the lower left side of their heart, like a heart beating. Follow-up confirmed that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.